Event description:
It was reported that the morning post implant the non- pacemaker dependent patient awoke with an uncomfortable sensation in his chest. He presented to the emergency room. Interrogation of the pulse generator showed failure to sense and pace on both atrial and ventricular leads. An x-ray revealed that the lead had dislodged, migrated and possibly perforated the right ventricle, but there was no evidence of tamponade. The lead was replaced with no complication.

Manufacturer narrative:
Na